Manufacturer narrative:
On 5/15/2019, mentor became aware that the suspect medical device report was actually a non-mentor implant per the device that was returned. Since the complaint device was identified as a non-mentor product, no further investigation will take place. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with an unspecified mentor gel implant on the left side, experienced deflation post-operatively. Deflation was confirmed via mammography and two ultrasounds. As a result, the patient underwent bilateral removal and replacement with two unspecified mentor gel implants on (B)(6) 2019.